Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20g 1 in y w/ q-syte is exploding. The following information was provided by the initial reporter: verbatim: "extension set on nexiva is exploding."